Manufacturer narrative:
We received an e-mail from rep of the FDA requesting info pertaining to the voluntary FDA medwatch report she found during a review of the maude database to which she could not find a corresponding medwatch report from us. A review of our complaint database was performed and no file was found that matched the incident reported in this voluntary medwatch report. Since the reporting facility and the unit serial number are not contained in the report, no match could be made. We have opened a complaint file on this incident based on the printout from the maude database and have submitted this medwatch report. With no reporting facility info or unit serial number available no record of any eval or corrective measures for the unit was found within our complaint database.

Event description:
Pt desaturated. Nurse pushed increase o2 oxygen button on viasys avea ventilator. No increase noted. Nurse then turned forced inspiratory o2 dial to 1005 percent and o2 only increased to 50%. O2 saturations increased to greater than 92%. Respiratory therapy pulled ventilator and co notified.